Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The right atrial lead exhibited high thresholds; an x-ray revealed that the lead had dislodged. On (B)(6) 2015 the lead was explanted and replaced. The patient was fine before, during and post procedure.